Event description:
The customer reported that the physician heard a loud snap from the lower end of the c-arm and the image froze in a degraded state. He rebooted the system, and continued use with no further occurrences.

Manufacturer narrative:
The ge service rep inspected the x-ray tube anode and cathode connectors. He noted evidence of arcing at anode. He vapor proofed the x-ray tube anode and cathode connections. The rep inspected and tightened the ac power cord plug contacts then cleaned tube cooling fan intake filter. The system makes fluoro in normal and high level modes at maximum technique without arcing. System checks good.